Event description:
Pt is type 1 diabetic with an insulin cozmo pump. He uses medtronic quick set, and he changes out the set every 2-3 days. In the past month, 5-7 infusion sets have not worked properly. He changes the quick set in the evening before bedtime and his blood sugars can be up to 350 in the morning. After changing out the set, the pt finds that the set is kinked and has not been refusing properly over the night. Dates of use: 2003 - 2008. Diagnosis or reason for use: type 1 diabetes.